Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. (B)(4). No similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -13.00/3.0/169 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019, the lens was removed and exchanged with a same size, similar (sphere/cylinder/axis) lens due to refractive surprise. The problem was resolved. Cause of the event is reported as user error.

Manufacturer narrative:
Device evaluation: lens returned in a micro-centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. Claim#: (B)(4).